Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 12/jul/2022 it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis on (B)(6) 2022. The patient was reportedly prescribed antibiotics and has recovered from the serious adverse events. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal vancomycin every other day and ceftazidime daily (doses, durations not provided). The patient¿s peritoneal effluent culture result returned positive for micrococcus kristinae, and the antibiotics were continued. The pdrn attributed causality to a touch contamination event when the patient dropped the sterile pd catheter cap on the floor. The patient admitted to picking up the cap off the ground and capping the pd catheter, all without performing hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler as before the events. Patient education provided.

Manufacturer narrative:
Correction provided in h6 and h10. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Causality was attributed to a touch contamination event when the patient dropped the sterile pd catheter cap on the floor. The patient admitted to picking up the cap off the ground (did not utilize stay safe organizer) and capping the pd catheter, all without performing hand hygiene. Micrococcus kristinae, is generally found within the normal skin flora of humans and mammals. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2022 it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis on (B)(6)2022. The patient was reportedly prescribed antibiotics and has recovered from the serious adverse events. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal vancomycin every other day and ceftazidime daily (doses, durations not provided). The patient¿s peritoneal effluent culture result returned positive for micrococcus kristinae, and the antibiotics were continued. The pdrn attributed causality to a touch contamination event when the patient dropped the sterile pd catheter cap on the floor. The patient admitted to picking up the cap off the ground and capping the pd catheter, all without performing hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler as before the events. Patient education provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022 it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis on (B)(6) 2022. The patient was reportedly prescribed antibiotics and has recovered from the serious adverse events. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal vancomycin every other day and ceftazidime daily (doses, durations not provided). The patient¿s peritoneal effluent culture result returned positive for micrococcus kristinae, and the antibiotics were continued. The pdrn attributed causality to a touch contamination event when the patient dropped the sterile pd catheter cap on the floor. The patient admitted to picking up the cap off the ground and capping the pd catheter, all without performing hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler as before the events. Patient education provided.